Manufacturer narrative:
The user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. All devices must meet quality requirements and manufacturing specifications prior to release. The device meets requirements for electrical and safety standards as outlined in the user guide. The user guide contains a precaution to verify the fluid warmer and power cord show no sign of external damage prior to use. It warns to plug the warmer into a properly grounded outlet and describes connection for the power cord from a grounded power outlet to the back of the warmer. Per the user guide proper electrical hookup in full compliance with all applicable codes and device specifications must be maintained. Details of the electrical connections during use are unknown.

Event description:
A report was received on (B)(6) 2026 from the nurse at a critical care facility regarding a fire involving a fluid warmer on an unspecified date. Although requested, additional information was not provided.